Event description:
It was reported that the patient's blood glucose levels reached 340 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (abdomen).

Manufacturer narrative:
Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn. Fluid was observed leaking out of the intended fluid path from the tear in the soft cannula. It could not be conclusively determined when or how this damage occurred. During investigation, removal of the pod chassis from the bottom housing tore the soft cannula completely and shortened the soft cannula. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.